Event description:
It was reported via repair work order that the foot left siderail had a broken internal weldement and would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.